Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and twelve unnecessary shocks for sinus tachycardia. Six shocks per event were delivered while the patient was watching television. The episodes with therapy had been overwritten. Programming was discussed with technical services for optimizing the system.